Event description:
It was reported that the helix would not extend during testing before implant. The lead was not implanted. No patient complications have been reportedd as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalies were found.